Manufacturer narrative:
.

Event description:
The customer's son reported that the customer obtained a result of 6.6 inr followed by a result of 6.1 inr within a few minutes of the first test while using his coaguchek xs (serial number (B)(4)). His son then stated that the customer also tested again within about 5 hours from the first test and he obtained a result of 8.0 inr. The customer's son stated that a different fingerstick was used to obtain each result. There was no medication change. The customer's therapeutic range is 1.8 inr- 3.8 inr. The customer is not on heparin or any direct thrombin inhibitors. He does not have any antiphospholipid antibodies. He has not had any diet changes. The customer is stable. There was no adverse event. The suspect device was requested to be returned and the replacement product was sent. The customer returned the strips and the meter. The test strips, vial and stopper showed no noticeable defects. The relevant retention test strips (lot 206196) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). The customer's strips and returned meter were also tested. All of the inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The customer allegation could not be substantiated. .